Manufacturer narrative:
(B)(4).

Event description:
The child went to the dentist's office for a cleaning. The dentist indicated that sunstar's butler prophy paste (bubblegum fine) was used during the cleaning. The child was hospitalized the next day with a severe allergic reaction. It is unknown if it was the prophy paste the child reacted to or if it was one of the other products used during the cleaning appointment. The child has several known allergies. Several follow up calls have been made to determine the other products used at the child's appointment. The dentist confirmed the only sunstar product was the prophy paste. The other products have yet not been divulged, except that sealants were applied during this visit.